Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. It has been determined that user error caused accidental pulsing to the eyebrow. A field service engineer was dispatched to the site to perform device evaluation and verified that the device meets published specifications. Patient received medical intervention as mesotherapy for hair regrowth. This is a reportable adverse event due patient receiving medical intervention.

Event description:
It was reported that patient was treated for pigmented lesions on the forehead using picosure pro. Physician who performed the treatment accidentally shot the patient's eyebrow. Shot resulted in hair loss on the eyebrows area.